Manufacturer narrative:
--

Event description:
--

Event description:
Additional information indicates that the rate/sense portion of this lead was originally capped due to sensing issues. Subsequently, years later the patient underwent a revision procedure due to a separate lead issue and the rate/sense portion of this lead was uncapped and placed back into service. The lead was tested and had acceptable measurements. No adverse patient effects were reported. This product remains in-service.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an unspecified product issue. Subsequently, the patient underwent a revision procedure and the rate/sense portion was surgically capped and abandoned. A new pace/sense lead was successfully implanted. No adverse patient effects were reported. The shocking portion of this lead remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.